Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. This lead was tested with provocative maneuvers with no noise able to be produced. Device data was then sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered. This lead remains in service. No adverse patient effects were reported.